Event description:
Pt suffered a seizure one hour post ins device implant. The seizure stopped when the device was turned off. The device was turned back on and off again with no adverse event. The pt has a history or seizures. No report of device implant. No additional information on pt symptoms of outcome despite repeated attempts.